Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Correction : report source and report source other. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported ancef was programmed by the clinician utilizing the drug library to infuse over thirty (30) minutes, however the patient reported the infusion was finished in five (5) minutes. Patient reports experiencing some nausea otherwise no additional impact.

Event description:
It was reported ancef was programmed by the clinician utilizing the drug library to infuse over thirty (30) minutes, however the patient reported the infusion was finished in five (5) minutes. Patient reports experiencing some nausea otherwise no additional impact.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.